Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor system. The pump had scratched display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the display was damp and the customer kept getting no delivery alarms and cannot clear it. The customer will be sent a replacement pump.